Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, it was surmised that no image was displayed with the q150 scope due to a faulty printed circuit boards, as the device was not returned to the legal manufacturer. There has since been a design change to prevent reoccurrence. It was not confirmed whether the defect had been caused by user misuse. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had a no image problem. The issue occurred during preparation before use inspection. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.